Event description:
Surgeon initially reported four cases of endophthalmitis possibly associated with the use of the phaco system. Facility later reported that these events were possibly associated with viscoelastic. One of the four patients had faecalis enterococcus, one had staphylococcus and the other two patients had no growth. This patient is one of four being reported. This patient had pain and mild tyndall. Vitreous culture revealed staphylococcus at day 4 post cataract surgery. Staphylococcus was not fund in the other three patients. Treatments included topical and intravitreous antibiotics and surgery. This patient reportedly recovered.